Event description:
It was reported that pump displayed insulin amount different than expected, with current fill estimate much lower than caller¿s expected amount and ongoing fill estimate issues that caused customer to waste insulin and supplies over previous two months. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of room temperature insulin, proper air removal, and correct filling technique, reloaded same cartridge with guidance, and agreed to monitor and follow up if needed, while technical support completed escalated troubleshooting, recommended pump replacement, and sent replacement pump. Customer will continue to use current pump.